Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: summary: one sample was returned to sbdm for investigation. Gray color fm was found inside the syringe. Sbdm analyzed the fm, the fm looks like the same color as the cap of vial. Initial assessment is that the fm is rubber detached from cap of the vial. Infrared spectrometry test result showed that the fm in the syringe is similar to that of the rubber in the cap of vial. House sample inspection - sbdm inspected 25 pcs of same lot house sample, there is no abnormality in them. DHR review - sbdm reviewed the manufactured record of the complaint sample lot 1711302 and concluded there are no issues during manufacturing. Root cause: the fm is most likely due to the rubber in the cap of vial was detached when the user had injected a syringe in the vial. The detached rubber fragment then flow into the syringe. Corrective action: had quality training on this customer complaint for syringe assembly line workers. Enhance monitoring of syringe manufacturing process and its handling process to prevent similar case of quality issue. Conclusion: based on investigation result of the complaint case, fm (rubber fragment) in the syringe, the fm is most likely due to the rubber in the cap of vial was detached when the user had injected a syringe in the vial. The detached rubber fragment then flow into the syringe.

Event description:
It was reported by a consumer that foreign matter ¿plastic particle¿ was found in the barrel and on the plunger of a 50 ml bd¿ syringe with needle during use. There was no report of exposure, injury or medical intervention.